Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A heli-fx guide was intended to be used as a conduit in an angled aortic neck (>90°) with a non-medtronic endoprosthesis stent graft. It was reported during the index procedure; the material was found to be contaminated and was discarded. When opening the sg-64 sheath package, the introducer was missing. This was an out of box issue, not used or inserted in the patient. A replacement guide (0012230743) was used to complete the procedure. The replacement was taken from a backup box, which contained all necessary components. Per the physician the cause of the missing sheath was not specified. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Product analysis conclusion :one still image was received for analysis. Image depicts a heli-fx guide in the packaging tray. No obturator is visible in the tray. The packaging label is held up to the camera, however the image is too blurred to confirm the reported lot number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.